Event description:
The customer reported that there was sometimes no air and water supplied from the subject device during an unspecified procedure. Reattaching or pressing and holding the air/water button resolved the problem. The customer did not observe anything clogging the nozzle and multiple air/water buttons were tried with the same result. The subject device was sent to an olympus service center for evaluation. During inspection and testing, foreign matter was found inside the nozzle. This report is being submitted for the malfunction found during evaluation (foreign material). There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, foreign matter was found inside the nozzle due to insufficient reprocessing. Inspection and testing did not confirm the reported issue (no air/water supply). There was no abnormality in the air and water supply. In addition, angulation in the up, down, and left directions did not meet the standard. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additional non reportable defect found during investigation: liquid leak from the connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the events was unable to be identified. The events likely occurred due to the following: event 1: occasionally air supply and water supply may not be possible at all likely occurred due to foreign matter such as rust was attached to the nozzle, so the air and water supply nozzle was temporarily clogged with foreign matter, and the air and water supply was hindered, or a damper phenomenon (scope insertion part) occurred temporarily. The entire length of the air supply and water supply channels is alternately filled with water and air). Event 2: insufficient angle likely occurred due to the extension of the angle wire. The elongation of the angle wire is not limited to the number of times it is used. It may occur early due to storage with the angle fixing knob engaged. The elongation of the angle wire will change over time as it is used, and the progress of deterioration will vary depending on how it is handled. Event 3: foreign matter inside the air/water nozzle was confirmed. The foreign material was confirmed that it was a mixture of silicic acid and organic silicone. It is likely that reprocessing was not implemented according to the instructions for use (IFU). It was confirmed that there was no deformation of the air/water nozzle. Silicic acid and organic silicone were detected by analyzing rust-like foreign matter adhering to the air/water nozzle. Since silicic acid is a substance that is unlikely to be derived from endoscopes, it cannot be identified from this analysis, but it is possible that it is a residue. Since organic silicones are used in various applications such as watertight packing, silicone adhesives, silicone parts, and silicone agents, we were unable to identify the route of foreign matter adhesion from this analysis. Olympus will continue to monitor field performance for this device.